Event description:
Adverse event(s): "no pt impact" (no consequences or impact to pt). Product problem(s): "probe that would not fit through the infusion cannula" (fitting problem). A facility reported a 23 gauge probe would not fit through the infusion cannula. The probe was exchanged and the case was completed. No pt impact reported.

Manufacturer narrative:
The facility did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. Qa will monitor related complaints and will take action for further occurrences as necessary. (B)(4).